Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours in the arm. The patient visited their physician and was diagnosed with an infusion site infection. Symptoms included purulent drainage, edema, redness, pain, irritation, and inflammation at the infusion site. The doctor stated that the infection might have been caused by a bacteria that the patient came in contact with when touching the area while placing the pod or a bacteria that came in contact with the adhesive. It was also mentioned it could have also been from sweating. The patient was prescribed oral medication (ibuprofen every 6 hours 10 ml and cephalexin).